Event description:
A surgeon reported three pts with anterior cell growth following intraocular lens (iol) implant surgery. Patient impact for all three patients remains unk. For this patient, the surgeon reported the growth as fibrotic, stringy incomplete growth from eight to three o'clock. The surgeon reported she could see the edge of the capsulorrhexis and the edge of the subsequent growth off the rhexis. Add'l info has been requested. There are four medical device reports associated with this event. This report is for the left eye of the third patient.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 09/27/2010, 09/28/2010, 09/29/2010, 10/05/2010, and 10/11/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).